Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-7511t suture tape 1.7 mm suture white/black with attached needle experienced the needle popping off. This occurred during an achilles repair on (B)(6) 2024, when the needle popped off the device while in the patient. The fragment was retrieved from the patient. The case continued using another ar-7511t.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.